Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was very early pt became apart of a special group because pt had to have the ins therapy cranked so high to where they could barley walk so they shut it off and did ultrasonic, providing the therapy of feeling no vibration while still getting therapeutic relief. After doing that it was a ins battery killer since pt use to get 2 or 3 weeks before needing to recharge, then it became 4 days max; on the 4th day the ins shut off on them and they had to recharge. Pt mentioned early on when having the ins they did not know the ins was off and it got so low that it discharged. Pt noted they did okay in their trial ins but once they were implanted they did not do very well, the therapy was cranked so high that the vibrations were very bad and uncomfortable for it was like an electric shock; that was why th ey turned the zap off to achieve the same relief. During this process pt would have to score their pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.